Manufacturer narrative:
One nt 2000 neurotherm rf generator was received for analysis. Product testing found signs of a thermal event at a capacitor on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.

Event description:
This event is being reported based on analysis of the generator which revealed a thermal event.